Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had issues with freezing and that the screen did not work. It was noted that the cursor would not move and that the electrocardiogram (ECG) moved across the screen. It was noted that the programmer was functionally ok with the test display. The computer platform was replaced. Loaded and updated software. The programmer then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues with freezing and the screen did not work. There was no patient involvement.